Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the 8th firing in the upper right lobe of thoracotomy, after the firing was completed, the jaws did not open despite the knife being in returning status, and the jaws were opened by powered approach and released. Shell, handle, adapter were all replaced with new ones from the 9th firing, and there was no bleeding caused by the event, and the procedure itself was completed without problem.